Manufacturer narrative:
Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2022-01177. It was reported that during implant that the left ventricular lead and implantable cardioverter defibrillator (ICD) was found default. The lead and ICD were not used. There were no patient consequences.

Manufacturer narrative:
The reported event of device anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was dislodged and contained septum material inside the hex cavity. The anomaly appeared consistent with having occurred during implant procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.